Event description:
Pulse oximeter reads intermittently giving inaccurate results for sao2 as compared with cooximeter. Three incidents occurred and the MFR was notified. All units were replaced by other units by the MFR.